Manufacturer narrative:
Additional information: section h imdrf annex codes.a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the issue occurred because the es server was using a batch service with a scheduled polling interval to process outbound messages. A technical support specialist dialed into the cce nauhqbdcce01, ran a trace for the sample message, and confirmed that the message was delayed on the es side. The specialist explained to the customer that the delay was due to the configured messagesenderpollinginterval setting, which is designed to optimize database performance and reduce unnecessary load. The customer was informed that reducing the interval could improve throughput but would increase cpu, ram usage, and network traffic and advised using knowledge article "medstation es - configuring messaging polling interval times and message processing speed - maximum amount of processing messages reached, skipping dequeue". The customer acknowledged the explanation, and the case was closed. The system functioned as intended after the technical support specialist troubleshot device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had delay on message transaction from es to carefusion coordination engine. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had delay on message transaction from es to carefusion coordination engine. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.